Manufacturer narrative:
The device was received for investigation. The device was cleaned prior to it being returned; however, blood was confirmed in the device. Manufacturing attempted to recreate the issued while testing, but was unable to reproduce the failure for 3 different lots of finished goods. It is likely that the issue is due to the use/setup at the site. However, the exact root cause could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that blood got under the sterile sheath barrier, into the reusable resector handpiece during a bilateral powered phlebectomy procedure. Surgeon was aggressive with manipulation of handpiece during bilateral case, so the plastic sheath was significantly "scrunched" up around the handpiece by the end. Issue was found after the case, when cst was cleaning up and the disposable/reusable components of the resector were disconnected. Thoroughly cleaned with antiseptic wipe. No injury was reported to the patient.